Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they needed help with connecting the transmitter to the insulin pump. The customer was assisted and the connection was successful. The customer¿s blood glucose level was 410 mg/dl. The customer treated the high blood glucose level with a shot. The customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis.